Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the cutter did not meet the acceptance criteria by creating incomplete cuts. The cutter was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the unit had incomplete meshing on previously recovered cadaver skin. At product evaluation investigation the cutter did not meet the acceptance criteria, failing the cut test. No adverse events were reported as a result of this malfunction.